Event description:
It was reported that when using the bd pyxis¿ es server, the orders were stopped for a medication and were greyed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device involved in the incident, it was determined that the orders for a specific medication had stopped, and the order appeared greyed out. A technical support specialist (tss) found that pyxis had received discontinued messages from pis for order ID. The medication could not be pulled on a discontinued order. A new order was re-sent by the customer, which resolved the issue. No further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were stopped for a medication and were greyed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.